Manufacturer narrative:
See manufacturer¿s report # 3004209178-2015-22611 for the implantable neurostimulator (ins) in this device system. Concomitant medical products: product ID: neu_siliconeanchor, product type: accessory. Product ID: 97791, product type: accessory. Product ID: 37714, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97791, lot# n476710, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: accessory. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported via the manufacturer's representative (rep) two to three days ago the implantable neurostimulator (ins) stopped working, they couldn't feel stimulation, they had an increased level of pain, and they experienced a loss of therapy. The patient attempted to turn stimulation up but they couldn't feel anything. Impedance testing was performed which showed 3 of 16 were out of range; 8, 12, and 14 were greater than 10,000 ohms. It was noted that one of the out of range electrodes was in use on the active group. The rep. Was going to program around the out of range electrodes. It was further reported recharging took a full day and there was poor coupling with recharging. The patient also had difficulty with patient programmer (pp) coupling. The pp would lose its' signal when increasing the therapy amplitude. Recharge statistics showed the patient typically had eight coupling bars when recharging and the following statistics were seen. On (B)(6) the patient charged for 4.5 hours and at the end of the session they were 1 00% charged. On (B)(6) they charged for 3.1 hours and were 100% charged. On (B)(6) they charged zero hours and were 100% charged at the end of the session. On (B)(6) they charged for 2.6 hours and were 100% charged at the end of the session. On (B)(6) they charged for 0.6 hours and at the end of the session they were 75% charged. The information was reviewed and determined to be normal. The patient also claimed he would be charge beginning from between 0-50% and in some cases they had let the battery drop to the discharged level. Following reprogramming the rep. Reported stimulation was felt, but the exact location changed compared to where the patient had felt it previously when impedances were normal. The rep. Wasn't sure how the patient was doing for a pain stand point; the physician wanted the patient to try the new setting for a few weeks and follow-up on (B)(6). Relevant medical history includes non-malignant pain. Additional information received from the manufacturer's representative (rep) reported the system would be replaced and returned. It was unknown when this would occur as it was not scheduled yet. The rep assumed it would be in a couple of weeks.

Manufacturer narrative:
Upon further review, evaluation conclusion code no longer applies to the lead; evaluation conclusion code applies to the lead.